Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) was getting stuck at 90% for probably 3 weeks. It takes 3 to 5 minutes to get to 100% on the handset. They get 12 bolus a day. Agent assisted with closing out of all apps, clearing data on the handset, and connecting to the pump. The troubleshooting steps that were taken on the call resolved the issue.